Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffered syncope before this device would treat an arrhythmia. Potential undersensing was alleged. It was noted that the arrhythmia seems to be a ventricular tachycardia. A review by boston scientific technical services (ts) noted that the patient may suffer from a dissimilar ventricular tachycardia. Ts noted that the stored events showed high amplitudes in the right ventricular channel with intermittent undersensing resulting in a delay in therapy delivery. A review of one episode showed three ineffective anti tachycardia therapies followed by a shock which was effective. Ts discussed conducting a possible electrophysiology study and to review programming for optimization. The device was reprogrammed and remains implanted.